Event description:
In this event it is reported that a patient had an allergic reaction to wearing of the nontemplate aligner arch, suresmile aligners. Patient became sick with bronchitis, breathing issues, inflammation and mucus. Patient took antibiotics and did not improve, they only improved when they stopped wearing the aligners. Patient had filed a complaint with FDA medwatch program.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturers investigation. Allergic reaction to the plastic materials used to fabricate orthodontic aligners is known to occur in a subset of the population. Labeling contains precautions regarding not using the product if there is a history of known allergies to plastics. No further investigation can be conducted. Should additional relevant information become available, a supplemental report will be submitted. Dentsplysirona will continue to monitor field performance for this device.